Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric, 90% stenosis in the distal right coronary artery (rca). Reportedly, after pre-dilatation was performed, a 2.5 x 12mm xience xpedition was advanced to the target lesion; however, the balloon failed to inflate. After removal from the anatomy, the balloon was inflated to 12 atmospheres; however, it took time. The stent remains on the stent delivery system. The procedure was completed using a 2.5 x 12mm xience xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issues were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues from this lot. Based on the reviewed information, no product deficiency was identified